Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Hp reported a leak in the patient line of the homechoice set during dwell 1/4. Technician assisted the hp in ending therapy at that time. Follow up with hp's rn indicated no patient injury or medical intervention that she was aware of.